Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported an increase of the ventricular capture failure due to an increase in the threshold that was identified during the one week post implant follow-up. Absence of lead dislodgement and pericardial effusion were confirmed via x-ray and echocardiography. The associated pacemaker was re-programmed from ddd to aai, and the physician will monitor the patient.